Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering information for a replacement paddle assembly. The removed assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the charge function of the device's standard paddle assembly was inoperable. There were no reports of patient use associated with the reported failure.